Manufacturer narrative:
More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A inspection of the x-ray's has shown that those are in a poor quality, based on this we are not able to do any statement. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery due to talor component collapse. Within past couple of months, talus/implant starting to collapse and forcing implant anterior and structure no longer supportive as seen on current lateral weight bearing x-ray.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery due to talor component collapse. Within past couple of months, talus/implant starting to collapse and forcing implant anterior and structure no longer supportive as seen on current lateral weight bearing x-ray.